Manufacturer narrative:
Date of event: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. Pollmann, a., mishra, a., campos-baniak, m., gupta, r., eadie, b. (2020). Ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. American journal of ophthalmology case reports 19(1), pp. 1-5. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. A case series report was done to describe the management of delayed hypotony associated with the baerveldt glaucoma implant (bgi) on four patients by occlusion of the bgi tube lumen using a 4-0 polypropylene suture via an ab interno approach. The last patient was reported to be hypotonus with shallow choroidal effusions. As intervention, topical prednisolone and atropine were initiated and the patient was taken to the operating room for bgi tube occlusion with 4-0 polypropylene suture. This report is for patient #4 (case 4) of the 4 reported events. Separate reports are being submitted to capture the adverse events for patient #1, patient #2, and patient #3.